Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited high impedance and high capture thresholds. The physician assessed the lead to create noise events and no noise was observed. The rv lead remains implanted and reprogrammed with all measurements set within limit. The patient was in stable condition.

Manufacturer narrative:
Correction; section h6 and h1: the impedance, capture and sensing issues noted were resolved with re-programming changes during a device changeout hence the coding were updated to an intervention and a malfunction.